Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received erroneous low results for two samples from the same patient tested with the elecsys anti-hcv ii immunoassay on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. A first sample collected from the patient was tested for anti-hcv on (B)(6) 2019 using an architect analyzer, resulting with a (B)(6) index value of (B)(6). A second sample collected from the patient was tested for anti-hcv on (B)(6) 2019 using the e 601 analyzer, resulting with a (B)(6) value. A third sample collected from the patient was tested for anti-hcv on (B)(6) 2019 using the e 601 analyzer, resulting with a (B)(6) value. This sample was repeated on the architect analyzer on (B)(6) 2019, resulting with a (B)(6) value. No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer is (B)(4).

Manufacturer narrative:
No sample was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.